Event description:
It was reported that during a procedure, the shaver device made "malting noises" and stopped running properly. A replacement device was available to complete the surgery.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.